Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be in unipolar mode as it had exhibited a low out of range pacing impedance measurement of less than 200 ohms. Potential t-wave oversensing also observed on the rv channel. No intervention has been performed at this time. The rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
According to the field, the system will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated this right ventricular (rv) lead exhibited pacing inhibition. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.